Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced as it was depleted and the lead was also replaced. The end of battery life was assessed by the health care provider¿s (hcp¿s) office with their own clinician programmer. The manufacturer representative suspected the patient had a fall because the lead was pushed deep and laterally. It was not known for sure if the patient had a fall as the patient and their spouse were elderly and didn¿t know what was going on. When explanting the lead, the lead broke off, leaving the electrodes inside the patient. A new lead was placed contralaterally to the original lead site. The patient was doing fine as the replacement went very well. With the new lead and new battery the patient had very good stimulation when the manufacturer representative left the patient post-operatively and they should do great.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0jbnw, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).